Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, at the end of the iol implantation noticed that the lens was in superman position (anterior haptic was overextended and not folded) and the lower haptic was positioned diagonally in the shooter, next to the blue stamp at the bottom. Since it was a more complicated and smaller eye, the implantation of the superman lens requires a special rotation/placement and since the same diopter lens was no longer available two other lenses with a +0.50 diopters difference were opened, and it was noticed that all lenses were in this extreme superman position and also that the lower haptic was not centered (posterior haptic) was lying next to the blue shooter. As there were no more suitable lenses available, the first lens was chosen and implanted. As mentioned, it had to be rotated, which was possible without complications but was tedious and the surgery was completed without complications. However, the potential risk of complications due to the intraocular rotation/turning required (capsular rupture, lens dislocation) was higher than with a correctly placed lens in the shooter, and the surgery time was delayed. Additional information was requested and received it stated that five iols was affected. The 21.50 diopter lens was implanted by the surgeon by rotating the lens in the eye. Surgery was on the right side and other lenses did not come into contact with the eye.

Manufacturer narrative:
The product was not returned for analysis. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The reporter states the use of non-company viscoelastic, which is not qualified to be used with the associated product. Based on the information received and with no sample returned for analysis, the investigation could not determine the root cause for the reported complaint. The presentation of straight leading haptics is addressed in the product instructions for use (IFU), where it is provided that delivery may proceed with caution and should be managed based on the outlined instructions. While straight leading haptics may occasionally occur, close adherence to the IFU provides the best opportunity for optimal delivery. Possible associated factors may also include: use of a non-qualified viscoelastic or bss in the delivery system. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. Excessive delay between device preparation and subsequent delivery resulting in the potential for haptic unfolding. Use of the delivery system at operating room temperatures outside of the recommended range of 18 °c (64 °f) to 23 °c (73 °f). Ovd should be allowed to come to operating room temperature over a 20 minute timeframe prior to use. Any of the above factors alone, or in combination, may lead to an event such as reported. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.